Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker implant procedure. Post-procedure, it was noted that the patient's blood pressure dropped and it was discovered they were in cardiac tamponade due to cardiac perforation. The pericardial effusion was drained via pericardiocentesis. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.